Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The noise was reproducible with isometric exercises. No programming changes were performed. The patient will continue to be monitored. There were no patient consequences.